Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department reported that the sliding mechanism did not lock into the percutaneous arm 255mm; item 398.754. The surgeon had to use a mallet and pliers to lock and then unlock the mechanism. He had a difficult time compressing the fracture. The surgery was delayed 10-15 minutes but no harm to patient. This part, 398.754 is a non-repairable item. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
The complaint condition for the 398.754 lot number 11-2735 percutaneous arm was likely caused by over four years of consistent use and sterile processing cycles; however, this complaint is not likely a result of any design related deficiency. No product issue could be confirmed or identified upon examination of the returned 314.291 lot number 14-8607 sliding mechanism; the device functions as designed. The 398.754 percutaneous arm is an instrument routinely used in the collinear reduction clamp set. The devices were returned and reported that the percutaneous arm would not lock into the sliding mechanism. This condition is confirmed; the button to release the locking mechanism on the percutaneous arm sticks and requires far more force than expected in order to depress. It is likely that over four years of consistent use and sterile processing cycles has led to this complaint condition. The device was manufactured in 7/2011 and is over four years old. The balance of the returned device is in fair condition with a few markings along its length. Device drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair evaluation was performed ¿ the customer reported the sliding mechanism did not lock into the percutaneous arm. The repair technician reported binding as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4).

Manufacturer narrative:
Service history review: part no: 314.291, lot no: 14-8607: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 13august2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.